Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set leaked. The reporter stated that they attempted to prime the set with heparin 1:1 in the neonatal intensive care unit (nicu); however, the set was found to be leaking from a crack in the filter. The set was replaced to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing were completed and the testing was performed according to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.